Event description:
This rv lead was implanted on (B)(6) 2003. A call to technical services on 1/9/12 states that they are seeing some low amplitude noise on the shock egm. Ts reviewed current presenting egm in latitude. See some noise on shock egm but noise is just on shock - no noise on rv egm or atrial egm (patient in afib). Ts stated that can see myopotential noise on shock egm just because of larger vector across chest. Ts reviewed nonsustained episodes and do not see noise on either of those. Ts reviewed lead data - rv pace impedance, shock impedance, and atrial pace impedance all look stable. Ts reviewed programming and noted that onset/stability is being used, so do not have to worry about noise on shock influencing rid decision. Ts stated that noise on shock egm alone is not super alarming. Shock egm not used for any tachy detection or discrimination (since rid not being used). Ts stated that if caller concerned she could consider bringing patient into office and trying to recreate noise on shock and see if there is noise produced on rv egm at same time and could check impedances at same time as noise on shock. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).